Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had 2 warm 14 v li-ion batteries, which would not hold a full charge. The patient rotated and maintained their batteries according to instruction. The patient's system controller displayed an emergency backup battery (ebb) fault alarm on (B)(6) 2024 after performing a self-test of all alarms while lying down in bed with the system controller on their chest inside the lanyard. The patient was instructed to exchange the power sources to assess the alarm. Once the patient switched to battery power with no resolution of the alarms, the patient facetimed the left ventricular assist device (lvad) coordinator to perform the system controller exchange. Both the system controller and the faulty ebb were exchanged on (B)(6) 2024. Following review of the log files by tech services, it appeared the ebb faults on (B)(6) 2024 were due to the ebb failing the load test. It also appeared that there was a driveline disconnect alarm on (B)(6) 2024 due to the system controller exchange.

Manufacturer narrative:
Section h10: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. Data from the reported event date, (B)(6) 2024 was reviewed for the submitted controller event log file. A backup battery fault alarm activates at 11:49:20 due to the backup battery not passing a load test. The alarm remained active throughout the remaining duration of the log file. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable voltage of 10.2 v. The backup battery fault alarms did not resolve before the driveline was disconnected at 12:14:22. The backup battery fault alarms did not affect pump operation. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.